Event description:
On the initial report of (B)(6) 2023 consumer stated that the product caused her a rash and that she needed medical treatment.

Manufacturer narrative:
As of 08/23/2023 manufacturer evaluated retained samples of the same lot reported with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.